Event description:
It was reported that the stent inadvertently deployed. An innova self-expanding stent was selected for use. The target lesion was located in the superficial femoral artery. However, the stent inadvertently deployed and could not be used. The procedure was completed with a new innova self-expanding stent. There were no patient complications.

Event description:
It was reported that the stent inadvertently deployed. An innova self-expanding stent was selected for use. The target lesion was located in the superficial femoral artery. However, the stent inadvertently deployed and could not be used. The procedure was completed with a new innova self-expanding stent. There were no patient complications. It was further reported that the stent inadvertently deployed during unpacking, and before it was loaded onto the guidewire.

Manufacturer narrative:
Device eval by MFR: the device was received, and analysis completed. Media was provided by the customer in the form of 3 photos. The first two photos show the stent outside of the sheath. The stent is on the sheath and near the nosecone of the device. The third photo shows the device pouch label. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. Microscopic examination revealed no additional damages. The lock and pull rack are still in the manufactured location. The stent is not inside the sheath and appears to be missing. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that the stent inadvertently deployed. An innova self-expanding stent was selected for use. The target lesion was located in the superficial femoral artery. However, the stent inadvertently deployed and could not be used. The procedure was completed with a new innova self-expanding stent. There were no patient complications. It was further reported that the stent inadvertently deployed during unpacking, and before it was loaded onto the guidewire.